Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to unknown reasons. Through follow up with the health care provider, it was learned that the patient was found collapsed, pulseless and full resuscitating measures were started. However, there was no response and he was declared dead by the attending arrest team. It is unknown if the cause of death was device related. It was additionally reported that a second device, model #2900, was implanted, however, that device is sold internationally only and it not reportable to the FDA.

Manufacturer narrative:
Device not returned.